Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device the reason for call was patient that they plug the controller the other day and then charge their implant but their implant did not charge at all. Patient also made a comment that they cannot use a lot of programs they are getting shocking on their chest. Patient mentioned that they had 3 appointments until they figured the best programming for them. Agent had the patient start recharging session and saw battery low replace controller battery soon and poor recharge quality. Patient confirmed that they can charge the controller to 100%. A request was sent to repair to replace the recharger.